Event description:
It was reported that a spectrum pump constantly senses that the door is open, even when it is closed. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, pump constantly senses that the door is open, even when it is closed was reproduced. A review of the event history log (ehl) revealed multiple occurrences of door jammed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the upper link switch is failing. The upper auxiliary will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.